Manufacturer narrative:
The patient was ambulating without difficulty on the day of discharge. Neurology evaluated the patient on day of discharge and felt she was safe for discharge. The patient is discharged home in stable condition. There was no adverse event during the 30 days follow up. Additional medications at discharge ((B) (6) 2009) are plavix 75 mg p.o. Daily., toprol xl 25 mg p.o.in the evening, taprol xl 50 mg g.0. In the morning, coricidin 2/325 mg p.0. P.r.n., multivitamin 1 tablet daily, aspirin 82 mg p.0. Daily, tylenol 500 mg tablets 2 tablets p . 0 . P.r.n., zolpidern 10 mg tablets the patient is to take 1/2-1, simvastatin 20 rng p.0. Daily, hydrocodone/acetaminophen capsule p.o. Q.4h. P.r.n, lisinopril 40 mg p.o.daily and effexor xr 150 mg p.0. Daily. Information received via the (B) (6) study indicated that, on the same date of a left internal carotid artery stenting with a precise (pc0830rxc/(B) (4)) the patient had a neurological event diagnosed as a seizure, requiring medical treated. It was reported as possibly secondary to hypoperfusion syndrome, the post procedure onset was sudden and there was full recovery with no deficit. At baseline the (B) (6) female with a history of hypertension was admitted asymptomatic ((B) (6) stroke score 0/(B) (6) score 0) with an 80% stenosis in the ostium of the left internal carotid artery. The lesion was 20mm long, eccentric, ulcerated, with moderate concentric calcification and moderate vessel tortuosity. An angioguard rx embolic protection device was successfully deployed and an 8 x 30mm precise pro rx was deployed at the target lesion without documented pre-dilation. The angioguard rx was successfully retrieved. There were technical difficulties or associated adverse events with the devices. It is unknown if there was debris in the angioguard upon removal. The patient left the interventional suite without reported adverse events or neurological change. Post catheterization, the patient had what appeared to be a generalized tonic clonic seizure. The event had a sudden onset and the patient had full recovery with no deficit. There was no neurological deficit. Neurology evaluated the patient and thought that this was secondary to hypoperfusion syndrome. The patient was started on kepra. MRI showed some chronic changes but did note tiny punctuate focus of restricted diffusion in the pre-central gyrus of the left cerebral hemisphere. Per radiology, this may represent a very small zone of recent cerebral ischemia, though it was reported that any potential clinical significance would require correlation with the patient's symptomatology. The event was reported to be unrelated to the cordis product and unrelated to the index procedure. Neurology evaluated the patient on day of discharge and felt she was safe for discharge. The patient is discharged home in stable condition. There was no adverse event during the 30 days follow up. Antiplatelet therapy included pre-procedure and discharge aspirin and clopidogrel. The precise stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14141131 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Seizures are caused by abnormal electrical discharges in the brain. Hypoperfusion and seizures are known potential adverse events associated with carotid artery stenting as listed in the instructions for use. Seizures may be related to a temporary condition such as exposure to drugs, blood chemistry imbalances, and decreased cerebral blood flow. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. No conclusion can be made regarding the relationship of the reported events and the precise stent implanted in the carotid artery; however, there is no indication that it is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken.

Event description:
The information received from the (B) (6) study indicated that the patient was admitted asymptomatic with an 80% stenosis in the ostium of the left internal carotid artery. The lesion was 20mm long, eccentric, ulcerated, with moderate concentric calcification and moderate vessel tortuosity. An 8 x 30mm precise pro rx was deployed at the target lesion. An angioguard rx embolic protection device was successfully deployed and retrieved. Post catheterization, the patient had what appeared to be a generalized tonic clonic seizure. Neurology evaluated the patient and thought that this was secondary to hypoperfusion syndronme. The patient was started on kepra. MRI showed some chronic changes but did note tiny punctuate focus of restricted diffusion in the precentral gyrus of the left cerebral hemisphere. Per radiology, this may represent a very small zone of recent cerebral ischemia, though any potential clinical significance would require correlation with the patient's symptomatology. The event had a sudden onset and the patient had full recovery with no deficit. There was no neurological deficit. The event was reported to be unrelated to the cordis product and the index procedure.